Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The customer reported receiving multiple temperature alarms during basal. Reportedly the pump was not under any extreme heat or cold temperatures, but in a climate controlled room. There was no impact to the customer's blood glucose levels. The customer will use a backup pump until they receive their replacement pump.